Event description:
Caller reports the following coaguchek s/xs results were obtained: 4.3 inr/3.1 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference medwatch report (B)(6) or the suspect device used in the coaguchek xs system.